Event description:
Medtronic received information that the customer questioned the sales rep about the validity of the product, where the packaging has an expiration date is 21/apr/2024 and in one product internally the expiration date 11/dec/2023, that is, the product internal product expiring before the expiration date on the product packaging. It is important mentioning that when the medtronic sales rep arrived at the hospital to analyze this situation, the product was no longer sealed. There was no patient involved in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the onyx 18 kit was returned for analysis within a shipping box. Damage location details: the onyx 18 outer carton (lot: b319193 exp: 2024-04-21) was found already open. The contents of the outer carton were removed. The syringe pouch (lot: b306719 exp: 2024-06-21), dmso vial (lot: b194371 exp: 2024-04-21), and onyx 18 vial (lot: b194314 exp: 2024-04-21) were returned within the onyx 18 outer carton. The syringes were returned within an unopened syringe pouch. The dmso and onyx 18 vials returned within their shipping tray. No damages were found with the dmso or onyx 18 vials. The aluminum cap tabs of the dmso and onyx 18 vials were found intact. The dmso and onyx 18 vials do not appear to have been used. Testing/analysis: the lot history records of the onyx 18 kit were reviewed. The lot numbers and expiration dates of the returned dmso vial, onyx 18 vial, and syringe pouch match the onyx 18 kit bill of materials (bom). Conclusion: based on the device analysis and reported information, the customer¿s ¿expiration date error¿ report could not be confirmed. The earliest expiration date (2024-04-21) was used for the onyx 18 kit. There is no evidence of a device malfunction or defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.